Event description:
It was reported that surgeon was using the dall miles crimper during a revision surgery of pt's left hip, and the crimper would not crimp the clamp accordingly.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.